Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. Blood glucose value not provided. The customer stated it could have been due to supplies; however, could not be confirmed as customer declined to troubleshoot or provide additional information regarding the issue.